Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an acl and meniscus repair surgery, the t1 implant of two (2) ultra fast-fix devices couldn´t be deployed because the end of the fast fix was too tight to be able to fire. The procedure was completed with a s+n back up device. There was a significant surgical delay greater than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). The faulty lot numbers that contributed to the significant surgical delay are: 2112734 and 2110667.